Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was frayed at the distal clevis which was causing the grips to not open and close properly. The frayed strands stuck out at the wrist. Other cables at the wrist were not damaged. An additional observation not reported by the site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube and/or grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci radical prostatectomy procedure, the customer noted that the monopolar curved scissors instrument would not respond to the surgeons' actions on the console. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.